Event description:
Ous MDR - on (B)(6) 2014 an alert was received from home monitoring regarding high impedances and thresholds for the rv lead. The patient was brought in the next day and there was a stable increase for both lead impedances and the rv pacing threshold was as high as 2252 ohm and 5.2 at 0.4. On (B)(6) 2014 this lead was capped and replaced with a new lead.